Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the monitor is out of order. Review of the event log shows that the last connection happened on 8-july-2025, explaining the out of order status (a monitor is out of order automatically after one month without connection to the back-office). The most probable hypothesis is that a hardware failure is responsible for the reported event. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, once the device is turned on, an orange light appears. Then there is no light. This happens everytime it's plugged in.